Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received unexpected restart and external ram crc error alert. The customer¿s blood glucose level at the time of incident was 281 mg/dl. The customer also reported off no power issue which was resolved after troubleshooting. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.